Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: hardened breast and contracture grade IV. Clarification b3-partial date; onset date for the right side: a few months.

Event description:
Patient reported "pain, burning, tenderness, hardened breast and contracture and recall". Patient reported "pain, burning, tenderness, hardened breast and contracture grade IV". This record is for the right side. Device remains implanted.